Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed no picture during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: g3, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e216, white residue on channel, melted cover. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is expected or random component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.